Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair procedure, only one tack fired. After that, no more tack was coming out of the shaft. In addition, the device was doing weird sounds while firing. The surgical time was extended for more than 30 minutes due to the device problem. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.